Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828814pl) was implanted several months ago. Following the procedure, the patient developed enlarged ventricles. A revision procedure was performed on (B)(6) 2025, and the valve was replaced due to the absence of distal flow. Upon examination, the physician was unable to flush saline from the ventricular end through the valve to achieve distal flow. No distal flow was observed, and it appeared that the siphonguard was not engaged. The physician concluded that the valve was not functioning properly.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. Failure analysis: the position of the cam when the valve was received was at setting 1. The valve was visually inspected; no defect was noted. The valve passed the test for programming, occlusion, leak, reflux, and pressure. Root cause analysis: no root cause could be determined as the technician could not confirm any occlusions with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to air bubbles, as noted in the IFU, the presence of air bubbles can reduce the cross-sectional area of the flow path, increase system resistance, and impede the flow of fluid through the system during testing. At the time of investigation, no functional issues were noted or another possible root cause for the issue reported by the costumer, could be due to biological debris and protein build up interfering with the valve.